Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced three infusion set detachment while sleeping event on (B)(6) 2025. The site of detachment was site location - left leg. The infusion set was in use during night. The blood glucose level was 26.5 mmol/l and the patient was treated with insulin pump and changed the infusion set. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 3. E1: patient city - (B)(6). Patient country - canada.